Event description:
It is reported that the customer's insulin pump alarmed motor error. Customer stated she was hospitalized, not diabetes related and had an MRI done. Customer stated she was wearing the insulin pump. Since then, she has been having issues with insulin pump. Customer received a no delivery alarm and insulin pump working slow. Customer stated the motor error alarm occurred when she was getting her basal. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.